Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative ( fsr) evaluated the device onsite and found that the unit has a loss of air alarm banner. The unit would vent but was way out of specification, failed the compressor check, blender test and pre est (extended system test). During pre est, the o2 calibration failed but passed the second time so the o2 cell was changed. The unit pass the blender when the air is plugged in and the compressor on the unit was bad. The fsr changed the compressor and performed operational verification procedure. All numbers were in specification and the unit passed the pre and post est. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803,56 if additional I formation becomes available.

Event description:
It was reported to vyaire medical that loss of air alarm occurred on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.